Manufacturer narrative:
(B)(4) summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure less than a month after placement surgery. Bone quality was type ii and oral hygiene at the site of the implant was good. During the surgery, bone resorption and periodontal disease was observed. The patient has recovered.